Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited some undersensing due to variation in r-wave amplitude. A noisy baseline was seen on the ventricular sense channel but no oversensing had occurred. It could have been due to electromagnetic interference as the patient was in the hospital. Right atrial lead noise was noted on the episodes. The patient did suffer a cardiac arrest and was intubated and recovering. The physician did not want any programming changes to be made. Related manufacturer reference number: 2017865-2019-17098.